Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: failure to advance/dislodged stent/difficult to remove. It was reported that the patient presented to the hospital with chest pain. An angio was done which identified a perforation in the area where an unknown stent had been implanted in the right coronary artery (rca) five days prior at a different hospital. During the attempt to cross the graftmaster through an implanted stent for treatment of the perforation, the graftmaster became stuck on the implanted stent's struts and during attempts to pull the graftmaster back, the stent dislodged inside the implanted stent still on the guide wire. The graftmaster balloon catheter was withdrawn and another smaller balloon was used to post dilate the graftmaster inside the implanted stent which successfully treated the perforation. The patient was released in 2009. No additional event or patient information is available.